Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) failed to be interrogated. Multiple wands and programmers were used, but interrogation was unsuccessful. There were no patient consequences.